Event description:
It was reported that a malfunction alarm occurred, identified as malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections as a backup therapy.